Event description:
Pt death during bedside PICC line procedure. They believe the death was caused by an adverse drug reaction to lidocaine.

Manufacturer narrative:
The manufacturer has received a same-lot sample for evaluation. Medwatch update will be submitted with investigation results.